Manufacturer narrative:
The fse visited this customer several times. He replaced valves and diaphragms, cleaned the vacuum tank and rinse nozzle, and performed preventive maintenance. Qc and calibration passed. No further results were complained of since last fse visit. The case was solved by service maintenance.

Manufacturer narrative:
The field engineering specialist has performed multiple troubleshooting activities and service actions, but a root cause has yet to be determined. The investigation is still ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of ongoing issues with ise indirect na, k, ci for gen.2 results from a cobas 6000 c (501) module. The initial reporter provided the data for 2 patients with questionable results. Patient 1: the patient's initial ise results were sodium 98 mmol/l, potassium 2.98 mmol/l, and chloride 112.3 mmol/l. The same patient sample was tested on a different analyzer with results of sodium 120 mmol/l, potassium 4.54 mmol/l, and chloride 86.7 mmol/l. Patient 2 (B)(6): on (B)(6) 2019 the patient's initial ise results were sodium 77 mmol/l, potassium 1.98 mmol/l, and chloride 118.8 mmol/l. The same patient sample was retested with results of sodium 112 mmol/l, potassium 4.25 mmol/l, and chloride 76.0 mmol/l. The results in question were not reported outside of the laboratory. There is no information provided to reasonably suggest that an adverse event occurred. The patient samples were processed by a modular pre-analytical system.